Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to insert a sensor but the needle kept coming out. Customer's blood glucose level at the time 200 mg/dl. No additional information was provided.